Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of premature deployment. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional examination was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of premature deployment, indicating that the clip did release from the catheter. It is possible that operational factors during the procedure such as repeated pushing and pulling the hub could not release the clip, so the device was pulled out by force could have cause the clip premature deployment. Regarding the hit marks found on the bushing, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip closed onto the tissue; however, it could be released from the catheter to deploy. Reportedly, repeated pushing and pulling of the hub could not release the clip so it was pulled out by force. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip closed onto the tissue; however, it could not be released from the catheter to deploy. Reportedly, repeated pushing and pulling of the hub could not release the clip so it was pulled out by force. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.